Manufacturer narrative:
Report late due to asr to individual reporting transition.

Event description:
The clinician reports, that the implant was inserted (B)(6) 2015 in fdi 14 of the patient's mouth. On (B)(6) 2018, fracture of the implant was verified. The device was forwarded to the manufacturer for investigation. There were no patient operative or post-operative complications reported.